Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys it was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6), 2015. According to the complainant, approximately four minutes into the ablation phase of the procedure, a fluid loss occurred and saline was seen gushing from where the scope adapter connects to the plastic sheath. It was reported that the back plastic end of the sheath broke off. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient condition was reported to be "fine."

Manufacturer narrative:
Visual assessment of the returned sheath found that the molded end piece had detached from the end of the molded body. Examination of mating surface of sheath molded body found evidence of adhesive around entire mating surface. The defect was identified during the ablation phase of the procedure. It cannot be determined if the defect was due to operational or anatomical aspects of the procedure, or due to manufacturing. Therefore, the most probable root cause selected for the complaint is ¿undeterminable.¿ a review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a genesys it was reported to boston scientific corporation that a genesys hydrothermablation endometrial ablation system was used in a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, approximately four minutes into the ablation phase of the procedure, a fluid loss occurred and saline was seen gushing from where the scope adapter connects to the plastic sheath. It was reported that the back plastic end of the sheath broke off. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient condition was reported to be "fine."